Event description:
Healthcare professional reported that a patient was having a hypersensitivity reaction in their lips primarily with juvéderm® volbella¿ xc, however, the hcp stated that it seemed to start unilaterally in the area that the juvéderm® voluma¿ xc was placed midface. The patient is currently being prescribed 60mg of prednisone daily and the hcp will start tapering the patient when they return in a few weeks. There was a high dose warranted due to rheumatoid arthritis backdrop 50mg prednisone did not completely bring down the reaction. The rheumatoid arthritis has been controlled with treatment additionally, the healthcare professional reported that the patient was injected with 0.5 cc/side with juvéderm® voluma¿ xc in the malar. Patient was injected with 0.4cc juvéderm® volbella¿ xc in the upper lip. The patient developed a swollen upper lip. The hcp treated the patient with 2 weeks of tapering steroid dose orally. The patient developed mild swelling in their left lower eyelids with mild erythema 3 weeks post juvéderm® voluma¿ xc injections. The hcp prescribed the patient doxycycline. The patient went on vacation the next day and 4 weeks later developed massive swelling in the upper lip. Hcp prescribed the steroid tapering dose. There was some improvement. The patient will be coming back from vacation soon.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.